Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2017 with a blood glucose (bg) level of 340 mg/dl, and diabetic ketoacidosis (dka). While at the ER, the customer was treated with intravenous (IV) insulin drip. The customer was admitted to the hospital on (B)(6) 2017, and was treated with IV insulin drip. The customer was released from the hospital on (B)(6) 2017, with the issue resolved and no permanent damage to the customer. The customer's health care provider (hcp) determined that the vial of humalog insulin being used in the pump was "bad". Reportedly, the vial was not expired and the customer was unable to provide details on how the insulin was determined to be bad; however, confirmed that the hcp had deemed that the insulin quality was compromised which caused the reported event. Reportedly, the customer believes that the cartridge, insulin, and infusion set was in use for 1-3 days at the time of the event; however, was unable to recall the exact time frame. A system check was performed with tandem technical support and showed that the pump was performing as intended. Recommendation was made to use humalog insulin for up to 48 hours per pump labeling instructions.